Event description:
During an ercp the physician used a wilson-cook tracer hybrid wire guide. As the wire was being loaded into the catheter it was noted that the wire guide coating had loosened, exposing the core wire. It is unclear at what point during the procedure the failure occurred. No patient impact was reported.